Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, with the malfunction not recurring afterward. The customer was advised to continue using the pump.